Manufacturer narrative:
Approximate date of implant is (B)(6) 2010. Investigation is on-going; investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog or lot number was provided.

Event description:
Patient suffered an open fracture of the left leg and was implanted with a nail and screw construct in (B)(6) 2010. Patient experienced subsequent infection of the left leg and a non-union. Hardware was explanted (B)(6) 2012, along with amputation. Reportedly, patient was non compliant. There are a total of 6 reports for this same event.